Manufacturer narrative:
The pump was received with compromised force sensor system alarm during basic occlusion test and unable to prime at 4.0 lbs. During prime test due to faulty force sensor resistor. The pump had cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was stuck in prime loop. The customer received compromised force sensor system alarm. The customer's blood glucose level was 125mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.